Event description:
Needle broke off in the skin (medical device complication). Case description: this spontaneous case reported by a medical doctor, received from another country reported as "needle broke off in the skin", concerns a female patient treated with novofine (30g) needle from and to unknown dates for an unknown indication. In 2007, when the patient injected her insulin, the needle snapped off leaving the needle in the abdominal skin. The patient was examined but no needle was found. The patient stated, that the needle was new and normally she changed needle after 5-6 injections. The patient did not have any local pain or any other abnormal feeling. Later, an x-ray showed the needle at the left lateral side of abdomen. The doctor's diagnosis was "needle-shape foreign body was found in the left abdomen" and the physician has decided to remove the needle by a surgical operation. The patient has concerns about this and hasn't yet made a decision. Analysis result. Product: novofine g30, 8mm. Lot no: 06e25l. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. The needle tube is broken off at the needle hub. Furthermore, the glue tower is askew, there is a crack on the surface of the hub beside the glue tower and the hub is a bit deformed. The observed problems could not be related to any novo nordisk processes. Needle tested for resistance to breakage. A reference sample was also examined. During testing of the reference sample, it has not been possible to detect any irregularities on a reference sample from the batch in question. Final outcome: unknown. Reporter's causality: possible. Novo nordisk's causality: reportable.